Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels (>400 mg/dl) despite taking a total of 40 units of insulin in correction boluses. Customer reports seeing large air bubbles in the luer lock.